Event description:
A low readings issue was reported with the freestyle libre sensor. The customer¿s mother, who is an hcp called on behalf of the customer who received a ¿lo¿ (readings less than 40 mg/dl) message on the sensor. Based on the sensor reading, the mother treated the customer with dextro and sweet drinks. The mother obtained post-treatment sensor scans of lo when compared to a result of 169 mg/dl and 217 mg/dl obtained on a built-in reader. It was further reported the customer became hyperglycemic and received an unspecified dose of insulin from the mother as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event. Scans of 39 mg/dl and 39 mg/dl as compared to a result of 169 mg/dl and 217 mg/dl obtained on a built-in . When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. The customer¿s mother, who is an hcp called on behalf of the customer who received a ¿lo¿ (readings less than 40 mg/dl) message on the sensor. Based on the sensor reading, the mother treated the customer with dextro and sweet drinks. The mother obtained post-treatment sensor scans of lo when compared to a result of 169 mg/dl and 217 mg/dl obtained on a built-in reader. It was further reported the customer became hyperglycemic and received an unspecified dose of insulin from the mother as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event. Scans of 39 mg/dl and 39 mg/dl as compared to a result of 169 mg/dl and 217 mg/dl obtained on a built-in . When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.